Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The proximal clevis and monopolar yaw pulley showed signs of mechanical indentations. Additionally, the instrument was found to have indentation on the monopolar yaw pulley. The indentation was found at the pulley near the broken pitch cable. The instrument was found to have a mechanical indentation on the proximal clevis. The instrument exhibited wear on the edge of the proximal clevis. The instrument was found to have multiple indentations on the edge of the distal idler pulleys. There were no pieces missing. Grip cables and other components adjacent to this indented pulley did not show damage. The instrument was found to have damage of the conductor wire¿s insulation at or near the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed the electrical continuity test. Components adjacent to the damaged wire insulation showed damage which may indicate potential mishandling. The distal idler pulley near the conductor wire was found with indentations which likely caused the nick/abrasions of the conductor wire insulation issue. In further engineering review, initial findings were confirmed. The instrument was confirmed to have mechanical indentations to the monopolar yaw pulley. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument had a broken wire with two lives remaining. The procedure was completed with no reported injury.